Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. All key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the scroll speed is getting slower. It was reported there are no tears in the keypad and the pump is not exposed to water.